Event description:
In 2009, the pt reported that 5 insulin infusion set tubings out of her last box have turned purple during use. She stated the tubings were clear prior to use and there does not appear to be blood inside the tubing. She changes her headset and tubing every 2.5 days but did not know how long the tubings had been in use before they turned purple. She changed the infusion set tubing as soon as she noticed the color change. She saved 2 of the tubings. She said she has been using this type of infusion set for 2.5 years and this has not happened before. She stores the infusion sets in her closet and they have not been exposed to moisture, sunlight or temperature changes. She stated she has had a few "spikes" of up to 200 mg/dl in her blood glucose. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.